Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty inserting this right ventricular (rv) lead into another manufacturer's header. As a result, the rv lead and device exhibited high, out of range impedances. The lead was successfully inserted into the device header and no further issues were noted. No adverse patient effects were reported. The system remains in service.